Event description:
The customer called for assistance with the basal rate patterns. The customer then stated that she was in the hospital, but not for anything diabetes related. However, the customer's blood glucose reading was 316 mg/dl. The customer stated that her blood glucose levels might be high due to a change in diet and lifestyle. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.